Event description:
Customer alleges,"service technician brought out a replacement power chair that had already had a bad motor. Consumer alleges that the technician notices the issue with the replacement power chair and then attempted to fix his previous power chair the m61. Consumer alleges that the technician attempted to fix his m61 on his new carpet and spilled oil on it. Consumer also alleges that the technician then stated that he would be back in a couple days, and that the tdx-sp power chair he brought the consumer could be used in the meantime. Consumer alleged that the service technician left no charger and that the consumer only has 1 bar left. Consumer later alleged that he has fell down in his m61 on several occasions due to a broken bolt on the bar that holds the seat in place. Consumer also alleges that the seat cracked on another occasion which resulted in scraping and scratching of his prior burns due to a house fire. Consumer alleges that the last time he fell was sometime in (B)(6) 2012 and that the cause was that an armrest tip broke off when he got out the shower and was trying to get into the power chair and pull himself up. (B)(6) also alleged he has had to contact the paramedics on several occasions to pick him up off the floor due to injuries from his m61. When asked if the consumer has ever been taken to the hospital as a result of the injuries (B)(6) stated no, even though he was advised to by paramedics. Consumer alleges the service technician provided him with a contact number but he cannot call due to no long distance on his home phone. Advised the consumer to contact the (B)(4) regarding the issue and also transferred him to the number he provided me with in order to contact the service technician."

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model pronto m61, serial number/date code is unknown. The owner's manual part number 1125085 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner¿s manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male. The consumer has multiple sclerosis, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Customer alleges,"service technician brought out a replacement power chair that had already had a bad motor. Consumer alleges that the technician notices the issue with the replacement power chair and then attempted to fix his previous power chair the m61. Consumer alleges that the technician attempted to fix his m61 on his new carpet and spilled oil on it. Consumer also alleges that the technician then stated that he would be back in a couple days, and that the tdx-sp power chair he brought the consumer could be used in the meantime. Consumer alleged that the service technician left no charger and that the consumer only has 1 bar left. Consumer later alleged that he has fell down in his m61 on several occasions due to a broken bolt on the bar that holds the seat in place. Consumer also alleges that the seat cracked on another occasion which resulted in scraping and scratching of his prior burns due to a house fire. Consumer alleges that the last time he fell was sometime in (B)(6) 2012, and that the cause was that an armrest tip broke off when he got out the shower and was trying to get into the power chair and pull himself up. (B)(6) also alleged he has had to contact the paramedics on several occasions to pick him up off the floor due to injuries from his m61. When asked if the consumer has ever been taken to the hospital as a result of the injuries, (B)(6) stated no, even though he was advised to by paramedics. Consumer alleges the service technician provided him with a contact number but he cannot call due to no long distance on his home phone. Advised the consumer to contact the (B)(4) regarding the issue and also transferred him to the number he provided me with in order to contact the service technician."